Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, lesion in the left anterior descending (lad) artery. A 2.0x15mm mini trek balloon dilatation catheter (bdc) was advanced but failed to reach the target lesion. The bdc was removed with resistance from the anatomy. There was no reported adverse patient effect and no clinically significant delays in the procedure. A non-abbott balloon was used to successfully complete the procedure. No additional information was provided.